Event description:
Information received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician found the problem to be a faulty emergency trend valve. The emergency trend would still function. The technician replaced the emergency trend valve to repair the bed.